Manufacturer narrative:
D5,6;h3,4,6,;g4: added additional info. Visual inspections & results: anvil pocket condition, cartridge condition, driver condition, handle shroud condition, hook/anvil condition, retaining pin arm condition, and retaining pin condition, good; cartridge batch number, j00j12; cartridge positioned properly, and proper cartridge, yes; closure trigger position, closed; firing trigger position, open; and staples present, no. Functional tests & results: cartridge lockout functional, cartridge rear cap present, closure stroke functional, firing trigger lockout functional, instrument cycled, proper cartridge guide, staples fire properly, and staples form properly, yes; release button condition, and trigger release condition, good; and test cartridge batch number, k45n1m. Analysis conclusion: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired with a reload cartridge and fired and formed staples across the entire staple line with no difficulties noted. As stated in the description of the event, it is likely that the instrument was not fired prior to transecting the tissue. Each instrument is evaluated during the assembly process to ensure that it functions properly.

Event description:
It was reported during a right upper lobectomy after closing the tx30g on the lobar bronchus, the surgeon engaged the firing handle and transected the bronchus with the stapler still in place. Upon removing the stapler, it was determined the stapler did not fire staples. A second tx30g was placed on the bronchus and it was successfully closed off. A close look at the misfired device showed the staple drivers were not visible. Following the case the scrub nurse closed and fired it, and it appeared to fire properly with staples present and staple drivers driven forward. After the case the surgeon commented he may not have actually fired the instrument prior to transection. He thought he engaged the firing handle, but could have been mistaken. There was no consequence to the pt.